Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/uterus perforation'), sjogren's syndrome ('sjogren's syndrome') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy rash"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem") and iron deficiency anaemia ("bleeding: anemia") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the device breakage, uterine perforation, sjogren's syndrome, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, teratoma, weight increased, weight decreased and iron deficiency anaemia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, dermatitis allergic and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, sjogren's syndrome, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, rash/skin condition, hypersensitivity, breakage, sjogren's syndrome, psych injury, migration/uterus perforation, bladder probs., urinary probs., bladder infect., uti, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, neuro condit/problem, teratomas, weight gain and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. On 30-sep-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration/uterus perforation'), sjogren's syndrome ('sjogren's syndrome') and genital haemorrhage ('general abnoraml bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy rash"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem") and iron deficiency anaemia ("bleeding: anemia") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the device breakage, uterine perforation, sjogren's syndrome, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, teratoma, weight increased, weight decreased and iron deficiency anaemia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, dermatitis allergic and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, sjogren's syndrome, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, rash/skin condition, hypersensitivity, breakage, sjogren's syndrome, psych injury, migration/uterus perforation, bladder probs., urinary probs., bladder infect., uti, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, neuro condit/problem, teratomas, weight gain and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Previously reported event "injury" was updated to "chronic pelvic pain", events- "breakage, migration/uterus perforation, abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, rash/skin condition, hypersensitivity, sjogren's syndrome, psych injury, bladder probs., urinary probs., bladder infect., uti, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, neuro condit/problem, teratomas, weight gain and weight loss", reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.